Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG analysis report failure (defective ECG). There was no negative pt impact. This complaint is still be investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported 12-lead ECG analysis report failure (defective ECG). There was no negative pt impact.